Event description:
It was reported to philips that the c-arm geometry movement could not be performed. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, a planned treatment procedure was performed when the issue happened, and procedure was completed by restarting the system. The philips field service engineer (fse) inspected the system onsite and confirmed the c arm cannot move. After reviewing log file fse found an error in enable movement. Upon troubleshooting fse found geo module was defective. To resolve the issue, fse replaced the replaced geo module. After replacing the replaced the geo module, the system was returned to use in good working order. At this time of the event philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the system is restarted after some time. The procedure was completed by restarting the system. This scenario includes that the system is restarted normally. Since the procedure is completed on same allura system. The user of the product shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. This event would not be reportable. The codes were updated based on the investigation outcome.